Manufacturer narrative:
(B)(4). (Exemption number e2015036). The patient referenced in this MDR is also the same patient referenced in mdrs 2518897-2014-00001, 9610877-2015-00005 and 9610877-2016-00003. This MDR is being submitted to reflect a separate ercp procedure performed on this patient on (B)(6) 2013 with video duodenoscope model ed-3490tk/serial (B)(4). Separate mdrs are being submitted for the (B)(6) 2013 procedures based upon information distributed by the facility indicating that exposure to microscopic bacteria may have occurred during ercp procedures performed at the facility between (B)(6) 2013. MDR 2518897-2013-00004 includes information previously reported on the device identified in this MDR (video duodenoscope ed-3490tk/serial (B)(4)). Going forward, pentax will report supplemental information on this patient exclusively to MDR 9610877-2015-00005 unless the information relates to the procedure performed on (B)(6) 2013 with video duodenoscope model ed-3490tk/serial (B)(4).

Event description:
On (B)(6) 2015, pentax medical received information which indicated that the procedure that this patient underwent on (B)(6) 2013 was with video duodenoscope model ed-3490tk/serial (B)(4). From (B)(6) 2013, the patient was admitted to (B)(6) hospital ((B)(6)). During this admission, the patient had a blood culture positive for klebsiella pneumoniae and was treated with antibiotics (cefepime).